Event description:
Staff members were attempting to defibrillate a pt (age and gender unk) during a surgical procedure. When they attempted to charge the unit, "status 51", "status 104" and "status 66" messages appeared on the unit's monitor screen. The staff obtained another unit (MFR unk) and defibrillated the pt. There was no adverse effect on the pt.